Manufacturer narrative:
(B)(4). Batch #m9284r the device was returned with the upper jaw detached and it was returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Mfg date: information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested: did the top jaw of the device fall into the patient? Was the broken top jaw retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the broken to jaw being returned with the device? Or, was the broken to jaw discarded?

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the top jaw of the device broke off entering the trocar. No other details at this time. Another ligasure device was used to complete the procedure. There were no adverse consequences for the patient.